Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap gastric bypass procedure, excessive leaking between the clear cannula and the white removable housing occurred. As the device was introduced into the trocar and torch was used on the pt's abdomen, the leak increased. Another device was used and the same thing occurred. The account took a clear opsite and wrapped the dressing around the trocar crack. The case was completed with the device and no pt consequence occurred.